Event description:
It was reported that the patient experienced an inflatable penile prosthesis (ipp) pump malfunction leading to the component being replaced. The patient was good following the procedure.